Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced high blood glucose level. Customer¿s blood glucose level was 300 mg/dl to 400 mg/dl. Troubleshooting was declined for high blood glucose. Customer also reported that the insulin pump had randomly stopping delivery and insulin exited the tubing. The insulin pump will not be returned for analysis.